Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.

Event description:
The nurse for orthopedic and sports consultants reported an adverse patient reaction. The patient had her 3rd bilateral shot in the series on (B)(6) 2013. The patient reported to the doctor's office on (B)(6) 2013 with shortness of breath. The patient was advised to go to the emergency room. The patient was tested for a pulmonary embolism and passed and went home. The patient had reported no reactions to the first two injections in the series except the pain was slightly worse each time and was worse after the 3rd injection.